Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with an octaray mapping catheter and suffered a cardiac tamponade which required a pericardiocentesis. After placing the octaray mapping catheter into the left atrium following a transseptal puncture, the patient had a pressure drop and it was observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. Pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space. The patient was stabilized and was transferred to the critical care unit (ccu) for observation. Additional information was received. The physician believes that when going into the right atrium (ra) prior to transseptal, he accidentally punctured something to create the effusion. The event was discovered during use of biosense webster inc. (Bwi) products. The intervention provided was that the patient was tapped and sent to the operating room (or) for further examination. The outcome of the adverse event was that the patient was fully recovered. The patient stayed in the hospital for a few nights because the patient¿s chest was cracked to see where the effusion was coming from. Other relevant history/preexisting condition was svt (undetermined), hypertension, hyperthyroidism, heart failure with preserved ejection fraction, and acute kidney injury. The procedural act was 302 and then 285. Three catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The number of performed ablations were 13 total ablations with radio frequency (rf) energy. No ablations were performed within the pulmonary veins. Thirteen ablations were performed outside of pulmonary veins. Prior to noting the pericardial effusion, the physician performed a cti ablation. No evidence of a steam pop. The event occurred during the transseptal phase of the procedure. The catheter flow rate setting was set to 2ml/min during mapping and 8ml/min during ablation. The patient required cardiac surgery. The location of perforation was undetermined event after cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate changes at the start of ablation. No errors on bwi equipment during the procedure.

Manufacturer narrative:
Additional information was received on 21-oct-2025 clarifying that smart touch bidirectional sf catheter was used during the procedure and unk_smart touch bidirectional was not used in the procedure. Therefore, removed the unk_smart touch bidirectional from the ¿d10. Concomitant medical products and therapy dates¿ section. The investigation was completed on 05-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).